Manufacturer narrative:
Please note that decive code has been corrected and updated.

Event description:
It was reported to arjo representative on 2019-sep-16 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer (female) from bed to wheelchair one of the clips (from the left side) detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event patient hit her head and sustained swelling and laceration to the head. Resident's hospitalization was also required.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer (female) from bed to wheelchair one of the clips (from the left side) detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event patient hit her head and sustained swelling and laceration to the head. Resident's hospitalization was also required.